Manufacturer narrative:
Findings: unit had missing segments due to cracked and bleeding lcd glass. Unable to perform displacement test and self-test due to lcd damage. Unit received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads and minor scratched display window.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated the pump was dropped and now black smear on screen that looks like ink. The reported that there is big scratch on the front across the screen and can't see screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.